Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange from textured to smooth device due to the patients concern with the product". Later healthcare professional reported "softer and noticeably different than contralateral side", "asymmetry", "ruptured implant". The device was explanted.

Event description:
Healthcare professional reported left side "exchange from textured to smooth device due to the patients concern with the product". Later healthcare professional reported "softer and noticeably different than contralateral side", "asymmetry", "ruptured implant". Later healthcare professional reported "capsular contracture" and "ptosis". The device was explanted.

Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: not observed through leak test inspection. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.